Event description:
Related manufacturer report number: 2017865-2024-02121. It was reported that the left ventricular (lv) lead was dislodged into the atrium. Due to the location of the dislodgement, the lv lead was unable to capture the left ventricle. A laser extraction procedure was performed, during which all leads in the pocket were inspected by the physician. Insulation damage was visually observed on the right atrial (ra) lead. The ra lead was replaced in addition to the lv lead. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. As received, a partial lead (distal portion) was returned in one piece. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. The full measured s-curve hump height was within specification.